Event description:
It was reported that the patient underwent a pocket revision to move the location of the ipg. The position of the device was at the waistline and causing some irritation. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is the final report.